Event description:
The plaintiff's attorney alleged that the decedent experienced an unspecified injury and or death on (B)(6) 2012 after use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products.

Manufacturer narrative:
Additional information received alleged that the patient experienced a stroke. The additional information is not sufficiently descriptive to be reconciled with or provide further clarification to the initial source document information. As such, there is no clarity if the patient is living or deceased as the new information gives an impression that the patient is living. Additional inquires will be sent to the reporter to clarity the status of the patient; living or deceased. Any information received will be submitted upon receipt accordingly. Associated manufacturer report numbers: 1225714-2014-13715 and 1225714-2014-13716.